Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report a lower-than-expected vitros ammonia (amon) result obtained from a vitros liquid performance verifier (lpv) processed using vitros chemistry products amon slides lot 1020-0267-3614 on a vitros 350 chemistry system. Vitros lpv ii lot m2779 result of 134.0 umol/l versus an expected result of 191.8 umol/l biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The lower-than-expected vitros amon result was obtained when processing a control fluid and no results were reported out of the laboratory. The customer stated that no patient sample results had been questioned. However, the investigation cannot conclude that patient sample results were not or would not be affected if the event were to recur undetected. There have been no allegations of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4) and reportability assessment (B)(4).

Manufacturer narrative:
The investigation determined that a lower than expected vitros amon result was obtained from a vitros liquid performance verifier processed using vitros chemistry products amon slides lot 1020-0267-3614 on a vitros 350 chemistry system. The assignable cause of the lower than expected vitros amon result is an instrument issue likely related to microslide incubator contamination. Prior to actions performed by an ortho field engineer (fe), the customer performed actions including using fresh reagent, fresh vitros lpv fluids and recalibrating the vitros amon reagent on the instrument. These actions did not resolve the issue. An ortho fe performed actions on the vitros 350 system which included cleaning the evaporation caps, replacing the reflectance pads and recalibrating the vitros amon reagent. An ortho field application specialist confirmed that after the maintenance actions were performed on the instrument by the ortho fe, the issue was resolved.